Manufacturer narrative:
Investigation results. A visual evaluation of the returned device revealed no physical defects. The device returned with residues that were preset in the device indicating use and handling. A functional evaluation was performed and revealed that water was able to be injected by using a sample of syringe. There was no occlusion found. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle was blocked and could not inject. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle was blocked and could not inject. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.